Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the femoral impactor pad was identified to be fractured while impacting the femoral component. The implant was impacted correctly and the procedure was completed without complication. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Visual evaluation of the returned impactor pad identified signs of repeated use (nicked/gouged/worn) and the device was confirmed to be fractured. The device history records were reviewed and no discrepancies were identified. The root cause is attributed to standard wear and tear from repeated use for more than five years. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.